Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The device was returned with the carrier tube removed from the hemostasis sheath. However, the anchor and collagen were stuck within the sheath and the components remained connected via the suture. The tamper tube had fully exited the carrier tube and was fully visible. Kinks were identified on both the hemostasis sheath and the carrier tube. A severe kink was identified toward the distal end of the sheath, and a severe kink was identified toward the proximal end of the carrier tube. The complaint was able to be confirmed. The likely cause of damage to the sheath was determined to have been tortuous anatomy or off-axis loading during insertion. The likely cause of the damage to the carrier tube was determined to have been damage sustained during insertion due to a kinked hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- staff technologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal introducer sheath became deformed/kinked during introduction of device. The device hung up inside the introducer sheath. Upon pull back to set anchor, the entire device exited the tissue tract. Manual pressure was applied to close the arteriotomy. The patient was stable with no complications. The estimated (B)(6) loss was less than 250cc. Additional information was received on (B)(6) 2021. The procedure performed for the patient prior to use of closure device was a stroke thrombectomy using an 8fr procedural sheath. The patient presented tortuous anatomy. The procedure was completed successfully. A pre-deployment angiogram was performed. A 75cm amplatz wire in place of standard angio-seal (as) guide wire to provide added support.